Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose and no delivery alarms. The customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer was making an attempt to deliver insulin when alarm occurred. Then, customer rewound the pump and the motor alarm came up. Changed everything and the motor alarm did not occur again. The customer's blood glucose was 458mg/dl, treated with pump. During the hospitalization the customer was treated with insulin via IV. At the time of incident, the customer's blood glucose was over 600mg/dl. Customer declined to check for leaks. The customer changed the set, but device continued alarming no delivery. The customer was advised the device will be replaced.